Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-03948.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03948. It was reported the patient did not receive effective therapy due to high impedances on the occipital leads. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the occipital leads were disconnected and two additional leads were implanted. Effective therapy was restored post procedure.